Manufacturer narrative:
Philips service adjusted the switching device settings, restoring the display functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the reference monitors and flexvision monitor failed to display on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.